Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of experiencing premature battery depletion (pbd). The battery longevity was reported to be at 15%. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of experiencing premature battery depletion (pbd). The battery longevity was reported to be at 15%. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device will not be returned to boston scientific for analysis.